Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition to that, the light guide fibers were damaged, and the outer tube was corroded. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be attributed to user error, improper handling as well as application of excessive force. In addition, it was observed that the following could have been attributed to the confirmed failure, wear and tear, frequent use and lack of maintenance, poor reprocessing (cds), and age of the item. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had a damaged light guide connector. The patient was not under anesthesia. There were no reports of patient harm.